Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that he was hospitalized for hyperglycemia on (B)(6) 2011, while using cartridges from an affected lot number. During the hospitalization, the reporter claimed that the patient's blood glucose (bg) level had reached over "500 mg/dl" and he was treated with insulin injections. The reporter also claimed that the patient tested himself and had positive ketones. The patient was reportedly discharged from the hospital the same day. The insulin cartridge lot number was not provided. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized while using cartridges from an affected lot number.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter did not provide a cartridge lot number; therefore, no investigation related to retain testing can be completed at this time. No conclusions can be drawn at this time.